Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products : item# unknown, lot# unknown, unknown left tmj fossa component; item# unknown, lot# unknown, unknown right tmj mandible component; item# unknown, lot# unknown, unknown left tmj fossa component. The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00599; 0001032347-2022-00554; 0001032347-2022-00092.

Event description:
It was reported the patient underwent an initial bilateral tmj surgery. Subsequently, a revisions is being planned for (B)(6) 2022 due to the dislocation issues.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d1, d4, d9, g3, g6, h1, h2, h3, h6 and h10. Upon reassessment of the reported event based on additional information. This product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.